Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp was observed to shift in position following fixation. Observation of the lp afterward determined stretching of the helix. The procedure was completed using an alternate lp on 2 jul 2026. The patient was stable.